Manufacturer narrative:
Pump passed displacement test and self test. Pump error 54/3 alarm found in the pump history due to software error. No unexpected pump error 43 noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump multiple insulin pump error alarm. No harm requiring medical intervention was reported. Customer stated the no error messages after self-test. Customer stated that insulin pump was not dropped or bumped. The device will be returned for analysis.